Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and haemorrhage urinary tract ('bladder or urinary problems changes/blood clots in urine') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included fibromyalgia. *hysterosalpingogram test was done. Previously administered products included for an unreported indication: gabapentin. Concomitant products included venlafaxine hydrochloride (effexor) from 2015 to 2017. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhage urinary tract (seriousness criterion medically significant), pain menstrual ("sever abnormal menstruation pain/dysmennorhea (cramping)"), alopecia ("hair loss"), rash ("rashes"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraines"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), weight fluctuation ("weight fluctuations/weight gain, weight loss"), anxiety ("anxious/psych injury"), depression ("depressed/psych injury"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), panic attack ("panic attacks"), acne ("severe acne"), bladder pain ("bladder pain"), the first episode of headache ("headaches"), amnesia ("short-term memory loss"), dysmenorrhea ("dysmenorrhea (cramping)"), constipation ("constipation"), muscle spasms ("other injury or complication please describe: muscle spasms"), hot flush ("hot flashes"), insomnia ("insomnia"), dizziness ("dizziness"), dyspnoea ("shortness of breath") and night sweats ("night sweats") and was found to have white blood cell count increased ("blood or heart disorder/condition type: elevated white blood cell"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding/ blood clotting"), back pain ("severe back pain"), abdominal pain lower ("severe abdominal cramping"), pruritus ("itching"), menstruation irregular ("irregular menses"), infection ("infection"), the second episode of headache ("headaches") and mood swings ("mood swings") and was found to have weight increased ("weigh gain"). The patient was treated with surgery (hysterectomy). Essure was removed in december 2017. At the time of the report, the pelvic pain, haemorrhage urinary tract, white blood cell count increased, anxiety, depression, mood swings, vaginal haemorrhage, menorrhagia, panic attack, acne, bladder pain, amnesia, dysmenorrhea, constipation, muscle spasms, hot flush, insomnia, dizziness, dyspnoea, night sweats and weight increased outcome was unknown and the genital haemorrhage, pain menstrual, back pain, abdominal pain lower, alopecia, rash, pruritus, menstruation irregular, vaginal discharge, infection, fatigue, the last episode of headache, migraine, dyspareunia and weight fluctuation had not resolved. The reporter considered abdominal pain lower, acne, alopecia, amnesia, anxiety, back pain, bladder pain, constipation, depression, dizziness, dyspareunia, dyspnoea, fatigue, genital haemorrhage, haemorrhage urinary tract, hot flush, infection, insomnia, menorrhagia, menstruation irregular, migraine, mood swings, muscle spasms, night sweats, pain menstrual, panic attack, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage, weight fluctuation, weight increased, white blood cell count increased, the first episode of headache, dysmenorrhea and the second episode of headache to be related to essure. The reporter commented: she sought treatment on multiple occasions for symptoms of severe, abnormal menstruation pain, abnormal, heavy bleeding, severe back pain, severe abdominal cramping, hair loss, rashes and itching, irregular menses, blood clotting, vaginal discharge and infection, fatigue, headaches, migraines, dyspareunia, and weight fluctuations, among other symptoms. The requirement to undergo removal of the essure devices she will be left with serious injuries. Most recent follow-up information incorporated above includes: on 12-may-2020: plaintiff fact sheet was received. Case becomes incident. Event- pelvic pain make medically significant and intervention required due to surgery. Essure removal date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.